Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate. Marron rm, rali p, hountras p, bull tm, inferior vena cava filters: past, present, and future, chest (2020), doi: https://doi.org/10.1016/j.chest.2020.08.002.

Event description:
Reported via journal article. It was reported via journal article that there was a strut fracture and migration. A greenfield filter was implanted on an unknown date. At a later date it was noted that the filter had fracture and that one strut had migrated to the right pulmonary artery. The device was completely removed using a non bsc removal system. No further patient complications were reported.